Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was not able to be fired.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit had damage to the cutting edge of the knife blade. The loading unit anvil was bowed and the anvil clamping mechanism was deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the secondary bowed anvil and buckled knife-bar assembly may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. " the information booklet which accompanies each product shipment cautions the user; ensure that no obstructions are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a sleeve gastrectomy, the reload misfired while being applied to the stomach. To correct the issue, another reload was used. Surgical time was delayed by thirty minutes or more due to the product problem. The extension in surgical time did not affect the patient in any way. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. No device fragment fell into the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.